Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance (sli) measurements which was detected via the patient remote monitoring system. All other lead diagnostics were normal. Boston scientific technical services (ts) discussed testing the system with commanded shocks. The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. No adverse patient effects were reported.

Event description:
Approximately four years later the device and rv lead continued to exhibit high shock impedance measurements of approximately 140 ohms. During a procedure to revise a another manufacturer's left ventricular (lv) lead the device was electively explanted and replaced for an upgrade. The rv lead remains in service with the new device. Defibrillation threshold (dft) testing was not performed, but shock lead impedances were 89 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.